Manufacturer narrative:
Result: the pet lock on the proximal end of the smart coil pusher assembly was intact. The coil was intact with the pusher assembly. The embolization coil was kinked in multiple locations along its length. Conclusion: evaluation of the returned device revealed several kinks along the length of the embolization coil. This damage likely occurred from attempting to advance the coil into the non-penumbra microcatheter without properly seating the smart coil introducer sheath against the taper of the microcatheter hub. If the introducer sheath is not properly seated during advancement of the smart coil, it is likely that the coil will start taking its complex shape before entering the microcatheter. If further force is applied to the smart coil at that point it is likely that damage such as the observed kinks will occur. Smart coils are 100% functionally tested and visually evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, while advancing a smart coil through another manufacturer's microcatheter, the smart coil got stuck in the y-connector and was removed. The procedure was successfully completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.